Event description:
It was reported that on-q silversoaker catheter sizes (5") and (7.5") were inserted on (B) (6) 2009 for pain control. On (B) (6) 2009, pt went to operating room for a perforated bowel. The surgeon noted catheters in the bowel. Tunneler model t16x12 was identified in the hospital's medwatch report, which is presumed to be the device user to insert the catheters. Follow-up with hospital risk manager indicated that the adverse event is attributed to user error and there was no device malfunction. The devices are not available for eval.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. Follow-up with hospital risk mgr indicated that the adverse event is attributed to user error and there was no device malfunction. The devices are not available for eval. The report lists tunneler model t16x12, which would be presumed to be the device used to insert on-q silver soaker catheter sizes (5") and (7.5") for pain control. The tunneler is blunt tipped and is indicated for percutaneous placement of on-q catheters. As no lot number was provided, the device history record and the lot history cannot be reviewed. If add'l info that is pertinent to this event becomes available. I-flow will submit a follow-up report.